Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that the patient died. A synergy xd drug-eluting stent was used in a procedure. The physician lost the device in passing and used another stent to pinned it to the wall of the vessel. However, the patient passed away. No further information available.

Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that the patient died. A synergy xd drug-eluting stent was used in a procedure. The physician lost the device in passing and used another stent to pinned it to the wall of the vessel. However, the patient passed away. No further information available.